Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead dislodged while closing the pocket. The lead was unable to capture at any output. There was difficulty removing the lead, which appeared to be stuck. Eventually, the lead was removed and replaced with a new lead.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.